Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl, and she was treated with an insulin drip. The customer was very weak and experienced pain. The customer was in an accident while driving, and she was wearing the insulin pump at time of admission. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force senor. Motor passed motor test. Unable to performed occlusion and excessive no delivery test due to prime/fill anomaly. Unit had broken belt clip slot, cracked battery tube threads and scratched display window case.